Event description:
The user facility reported a 55-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On the 4th day of impella support the impella pump stopped and restarted three times in p-4 condition and the impella was removed. Staff in japan additionally questioned the automated impella controller (aic) causing or contributing to the pump stoppage, and so the IFU was followed and aic was removed and replaced. There was no patient harm due to the issue.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Engineers have determined that manufacturer device report 1220648-2023-04732 is not related to the automated impella controller (aic), it is pump related only. A regulatory report is no longer necessary. Please see manufacturer device report 1220648-2023-04907 for more information regarding the pump.